Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and vessel spasm occurred. The physician placed a taxus express2 2.75x8mm drug eluting stent to the distal right coronary artery (rca). The stent was post dilated with the stent delivery balloon. Upon removal of the stent delivery system (sds) the physician encountered difficulty with balloon removal. A vessel spasm occurred. An attempt was made to advance the balloon catheter within the deployed stent and eventually the balloon catheter and the guide wire were removed from the rca. Initially they thought the balloon would not deflate, but it inflated and deflated normally outside of the pt. They believe the balloon withdrawal difficulties were due to vessel spasm. Heparin, hydralazine, morphine and nitroglycerin were administered during this procedure. No pt injuries or complications were reported. Pt status post procedure is noted as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.